Event description:
Pt's husband reported, suture used to secure a band popped and tore pt's stomach lining.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 28/aug/2009. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or test has been done. Pain and irritation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, abnormal healing, device labeling addresses the potential adverse events as follows: "it is important to discuss all possible complication and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."